Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Pt age/date of birth: year of birth provided as 1932, the exact day and month were not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens sample was returned to manufacturer for evaluation. Visual inspection under microscope revealed surface residuals (fiber/particles) on the lens compatible with handling the lens out of a sterile environment. The lens was observed with ovd (ophthalmic viscosurgical device) residue which indicate that the unit was handled and prepared for surgical use. Also, the lens returned was cut in two pieces. The lens condition is consistent with a lens that was explanted from the patient¿s eye. Due to the damaged condition of the return sample, no further product testing could be performed. A manufacturing record review was performed; no deviation was identified, or non-conformance report (ncr) was generated during the manufacturing process. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction and specifications. There were no process and / or material changes within the production order. All tests results showed a pass condition. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint type reported. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to unexpected post op refraction, refractive error. There were no patient complications indicated. Replacement lens was a model zcb00, a 23.0 diopter lens. No further information was provided.